Event description:
The customer reported that their device would not power on and was showing all three icons (attention, service and charge-pak). There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a burned capacitor, designator c76 from the digital pcb assembly. The burned capacitor caused a high current draw from the internal hlc batteries and the charge-pak assembly, which led to the device losing power. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.